Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle and objective lens window was broken, poor image quality, component failure of objective lens window, component failure of insertion tube, component failure of distal end and component failure of video connector cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurred image corners, poor image quality and broken objective lens window was caused due to a component failure of objective lens window. Light guide bundle was broken due to a component failure of distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blurred image corners. The issue was identified during set up / inspection for use. There were no reports of patient involvement.